Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -8.0/+0.5/169 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a shorter length lens due to excessive vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
Corrected data: "the reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -17.5/4.0/095 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced an excessive vault. On (B)(6) 2022 the lens was exchanged for a lens of the same model/shorter length lens and the problem was resolved. Reportedly "there was no original power at that time so an existing lens adjacent to the sphero-cylindrical axis was selected for implantation." Cause of the event reported as unknown." Claim# (B)(4).